Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was found to have exhibited a charging problem. The ICD was explanted and replaced on (B)(6) 2021. No patient consequences were reported throughout the explant procedure.

Manufacturer narrative:
The reported field event of charging anomaly was confirmed. However, the charge timeout event was due to excessive high voltage (hv) charging within a short period of time. The device was at end of service (eos) upon receipt. The device performed numerous high voltage charges within a short period of time, which resulted in resets from the high voltage controller integrated circuit (ic) and caused the device to enter into backup mode. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced.